Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was failed a pulse test. The cause for the failure was isolated to the computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pca. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.